Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal popliteal artery with mild tortuosity and heavy calcification. A 4.0x40mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion without resistance. The balloon of the pta failed to hold pressure on the initial inflation to 12 atmospheres and the leak appeared to be located at the distal end of the balloon. The pta was replaced with an unspecified device to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.